Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a kink on the balloon shaft due to packaging and scratches on the flex shaft. There was no damage to the inflation or crimp balloons. No other abnormalities were observed. The device was able to be successfully de-aired using the returned atrion inflation device and stopcock. An inflation-deflation test was performed and met specifications. No dimensional measurements were performed. Based on functional testing, the complaint for ¿delivery system ¿ deflation difficulty, unable to deflate¿ was not confirmed. The flex shaft was observed to have heavy scratches suggesting calcification in the patient anatomy. It is possible that the calcification caused a bend in the delivery system, impeding the flow of liquid in the inflation lumen. Other factors that could have contributed include connection of the inflation device to the stopcock, and position of the stopcock valve. It should be noted that the stopcock was returned closed to the delivery system, suggesting that it was moved prior to return (as it would not have been possible to inflated/deflate the delivery system in this position). Therefore, it cannot be determined if partial stopcock closure could have contributed to the complaint. In addition, the atrion was returned detached from the stopcock, and the connection between the atrion and stopcock was therefore unable to be verified. The complaint for delivery system ¿ deflation difficulty, unable to deflate was not confirmed. A definitive root cause for the complaint event is unable to be determined at this time. No abnormalities were encountered when the device was inflated and deflated during testing. No damage to the balloon was observed as per reported event. No potential defects or non-conformance's were found on the delivery system. In this case, it is possible that patient and procedural factors contributed to the complaint. No manufacturing non-conformance have been identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During a tavr procedure a 29 sapien 3 valve was deployed with nominal volume (33ml), after valve deployment the commander delivery system balloon would not deflate. The patient became hemodynamically unstable. An atrion syringe was used to remove fluid from the balloon and after several attempts with the syringe the balloon deflated and was removed. The patient was stable. Both the delivery system and atrion are being returned. As reported, difficulty was encountered during crossing the native annulus with the delivery system. Per report, the annulus was heavily calcified and maybe "damage" to the balloon could have occurred during manipulation when crossing the annulus.